Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported to have injected a patient in the lip with 2 syringes of juvéderm® volbella¿ with lidocaine. 1 syringe was used on each injection date. About 2 months later from the first injection, the patient experienced a late reaction. Such reaction was further described as late edema in the injection site. The patient was treated with predsim® for 5 days. The delayed edema resolved with the steroids. The physician alleged that the life of the patient could have been at risk since the allergy could have increased if it were not fought by the corticosteroid. This is the same event and the same patient reported under MDR ID # 3005113652-2019-00217 ((B)(4)). This is the first MDR submitted for the first injection of juvéderm® volbella¿ with lidocaine.